Event description:
Allegedly revised due to component breakage while patient was playing golf.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This the same event as 1043534-2012-00503.